Event description:
It was reported a spectrum pump under infused during testing. It was reported the device delivered 39 ml, when programmed to deliver 50 ml (medication and delivery rate unknown). It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received the device. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.